Event description:
It was reported the clinic was getting a "laser energy drop out" error message during a patient treatment. Troubleshooting was performed by refilling the chamber and rebooting the laser. However, the laser would not pass setting fluence. Patient to return to finish the procedure on (B)(6) 2022. Follow up attempts were made to retrieve patient identifier information. However, no additional information was received.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer (fse). The fse confirmed that the laser was reporting shots fired. However, the laser wasn't producing any energy so the acpc board, thyratron and trigger board was replaced. Verified calibration and cut plastic with no issues seen. The system met jnj specifications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: h4 device manufacturing date: in the initial report the manufacturing date was noted as july 30, 2005. The correct manufacturing date is jan 23, 2001. Additional information: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.